Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during clinical use of the system, however customer has not provided the requested information about clinical use. The philips remote service engineer (rse) analyzed the system remotely and confirmed that the system gave an alert indicating a geometry segment controller error occurred, which can impact geometry movements. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found system was working for the customer with no complaints. No service has been performed by philips. To date, no further information was received. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating a geometry segment controller error occurred, which can impact geometry movements. The system was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.